Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc - 386862 - safety shield activation failure. It was reported by customer that they have an issue with the safety feature on the IV needles. Also reported of three times that the safety mechanism is not activating but instead detaching completely, leaving an exposed needle after retraction. Verbatim: we have been experiencing an issue with the safety feature on the IV needles. It has now been reported three times that the safety mechanism is not activating but instead detaching completely, leaving an exposed needle after retraction. Unfortunately, this happened again today, and one of our staff members sustained a needle stick injury after using the device on a patient. Here are the affected lot numbers: 5089807 ¿ 20g needle (currently stocked in all of our IV carts) the lot numbers from the first two malfunctioning ivs are: 5037661 ¿ 22g needle, 4358395 ¿ 20g needle. Additional information: the three reports refer to three different patients. The first two incidents occurred around the end of (B)(6) and the beginning of (B)(6), during two separate weeks. The third incident, which unfortunately resulted in a needle stick, occurred on (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.